Event description:
Sales representative reported that a patient experienced a post-op condition from a calaxo screw. He stated that the surgeon performed an acl repair six months ago using a calaxo screw and a hamstring autograft in a female patient. The patient complained of pain in the tibia. The surgeon examined the patient in 2006 and discovered an inflammatory condition at the tunnel entrance on the tibia and the site was excised and a grainy goo-like substance came out of the tunnel. The surgeon did not order a biopsy of this substance. No visible screw remained in the tunnel. The surgeon used a bone graft to fill the void in the tunnel. No boney ingrowth was visible.

Manufacturer narrative:
Device is not being returned for evaluation. No direct link can be made to the patient's condition with any smith & nephew device.